Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with cefipine injection (1 gram, daily, route and duration not reported) and amikacin injection (250 milligrams, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient was not hospitalized for the event. Antibiotic course was completed. At the time of this report, the patient has recovered from the event and was reported to be doing well. Should additional relevant information become available, a supplemental report will be submitted.